Manufacturer narrative:
One (1) imp,tsv,6.0,8,mtx,mg (tsvt6b8) and mount were returned for investigation. Unknown placement driver was not returned. Visual evaluation of the as returned product identified no damage/malfunction. Disengages/engages as intended. Functional testing was performed using applicable in-house devices. The devices were able to engage, retain and disengage as normal. No pre-existing condition noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth # 19 (universal). The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19 and instructions for use per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review could not be performed for the driver as the item/lot number was unknown. Complaint history review: complaint history for the unknown placement driver could not be performed as the item/lot number was unknown. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional disengaged) or product (tsvt6b8 or unknown placement driver). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information and functional testing, implant malfunction did not occur. However, driver malfunction and the reported event could not be verified.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Event date not provided. Catalog and lot number was not provided. Device is unknown and not returning.

Event description:
It was reported that during implant placement, the implant was dropped from the driver in the patient's mouth prior to implant placement. The procedure was completed using another implant.